Event description:
It was reported the pt was treated with pipeline and five days post procedure, the pt developed left hemiparesis. CT scan was performed and showed a large intradural cerebral hematoma contiguous with the aneurysm. Care was withdrawn and the pt expired 12 days post procedure.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was implanted in the pt. (B)(4).